Event description:
It was reported that a patient had a sudden increase in ta (arterial pressure) at the arterial cannula when a levophed bag was changed for infusion therapy using a spectrum pump. It was further stated that the cannula was intact; the concentration of the bag was controlled; the tubing was adequate and the height of the bag was as recommended. The patient experienced hemodynamic instability that required dose adjustment and constant patient monitoring. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed to include upstream and downstream occlusion detection, air detection, and flow accuracy. The pump passed all testing. Additionally, the pump was able to power on and the keypad functioned as intended. No physical damage was observed. The event history log review was completed and found no abnormalities that would confirm the customer reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.